Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette sensor error. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Review of service history found no similar repair done within the las 12 months. Event history log was reviewed and showed high alarm displayed: cassette not attached properly occurred several times, confirming the customer's complaint. Replaced downstream occlusion (dso) sensor and dso seal/bezel to resolve this issue. The dso sensor calibration passed.